Event description:
During a right heart catheterization procedure, bleed back from the fast-cath introducer was noted after removal of the non-abbott (7f swan ganz) catheter. The fast-cath introducer had to be removed resulting in loss of venous access. There were no adverse patient consequences. The sheath was discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.